Manufacturer narrative:
Investigation is not complete. Additional information has been requested. Attempts are being made to have the product returned. Trends will be evaluated. The event device code is addressed in the package insert. This report will be updated when the investigation is complete. This event occurred in (B) (6). (B) (4).

Event description:
Allegedly, the patient fell while walking around without any external influence or misstep.